Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the noisy grainy pictures and unclear images issue occurred due to faulty c-board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported grainy pictures, and the images were not clear during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.